Event description:
It was reported that a user experienced sustained elevated blood glucose readings between 200 and 300 mg/dl after changing infusion supplies for a 23 in 6 mm contact detach set, with glucose previously stable and no leakage felt at the site; the user was out of insulin temporarily, used backup therapy, and planned and then proceeded to replace all supplies. Investigation included telephone follow-up and user-directed troubleshooting. Further investigation of this case revealed no confirmed device malfunction, with potential contributors including infusion site or set performance and insulin supply interruption. There was no user reported symptoms during the event. Outcomes included the need for troubleshooting and user education, including guidance that non-meal announcements can disrupt automated insulin dosing behavior. It was concluded that, based on previously established findings for similar reports, the cause of the hyperglycemia was unclear and that continued monitoring after full supply replacement was appropriate. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.